Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure treating a pulmonary arteriovenous malformation (pavm) using pod4 coils. During the procedure, the px slim delivery microcatheter (px slim) repeatedly kicked out of the vessel as the physician attempted to advance and deploy a pod4 coil; therefore, the physician retracted and re-sheathed the pod4 coil. Upon attempting to reinsert and advance the same pod4 coil in the px slim, the physician experienced resistance and therefore, the pod4 coil was removed again. The physician then successfully advanced and deployed a new pod4 through the same px slim, and then changed to a lantern delivery microcatheter (lantern) because the markers on the px slim were difficult to see. The procedure was completed using the lantern and additional pod coils and ruby coils. It should be noted that the physician did not use a rotating hemostasis valve and did not maintain continuous flush. There was no report of an adverse effect to the patient.